Event description:
Information was received from a patient who was receiving intrathecal unknown morphine drug (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient "thought their pump was empty" because it started alarming "about 2 weeks ago." It was noted they were having a "major surgery" on (B)(6) 2024 to have rods removed from their back and replaced with new rods and extending them. The patient asked if the pump needs to be turned off for the surgery. Reviewed considerations. The patient reported they had the rods put in 2018 and in 2019 they were in a car accident and fractured the rods in 3 places. The patient having surgery was unrelated to issues with the pump/therapy. Patient symptoms were not reported. Additional information received from a patient indicated that the patient was wondering if someone could meet her at the hospital to turn off the pump alarm or permanently disable the pump. The patient stated that it was doing the single tone alarm and now it was doing the dual tone alarm. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the company representative (rep) was told by a neurosurgery resident that the patient came into the emergency department with other health issues, but the pain clinic there found that her pump has been empty since middle of january. The surgery was going to take most of the day today and the rep will go back in (B)(6) 2024 to attempt to turn alarms off for the clinic staff. Additionally, the rep will also educate the patient that integrity of pump/catheter could be in question with the pump running on empty that long. Additional information received from a company representative (rep) stated that the pump went empty two weeks ago and they wanted to silence alarm. The issue was reviewed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.